Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The complaint is reported as: ¿the connector broke during use.¿ the condition of the pt is reported as fine.